Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 400-500 (mg/dl). Reportedly, customer is taking cortisone and was instructed by their health care provider that this medication would increase their bg levels. Customer administered a correction bolus and adjusted their basal insulin rates to treat the bg levels.